Event description:
An adc customer reported that on he received readings of 74mg/dl and 161mg/dl on his fs lite meter and as a result he reportedly self-treated with 50 units of insulin. Customer further reported he experienced both a loss of consciousness and seizure however, during troubleshooting the customer hung up and the medical survey was not completed. The date of the medical event is unknown. Unsuccessful attempts have been made to contact the customer to clarify the medical event. No third party intervention or diagnosis was reported. There was no report of death or permanent impairment associated with this report.

Manufacturer narrative:
(B)(4). Dissection, is listed in the xience v instruction for use (IFU) as a known adverse event associated with coronary stenting and is not necessarily an indication of a product quality deficiency. Dissection can be influenced by several factors, including but not limited to, lesion characteristics, procedural technique, and device size selection. The IFU also states: implanting a stent may lead to dissection of the vessel distal and / or proximal to the stent and may cause acute closure of the vessel requiring additional intervention (CABG, further dilatation, placement of additional stents, or other). Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
It was reported that during the procedure in the heavily calcified, tortuous proximal circumflex artery, after pre-dilatation, an rx xience v stent was deployed and a dissection occurred. Another xience v stent was deployed to cover the dissection. There was no adverse patient sequela. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: balance middle weight; xience v stent. The device is expected to be returned for evaluation. It has not yet been received.